Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the patient was switched from a companion 2 driver to freedom driver (B)(4). The customer also reported that within ten minutes of the switch, the freedom driver displayed asterisks instead of values for fill volume and cardiac output. The customer also reported that she waited a few minutes, but the asterisks persisted. The customer also reported that the patient did not display any symptoms and was subsequently switched to a backup freedom driver without adverse impact. This alleged failure mode poses a low risk to the patient because although the freedom driver displayed asterisks instead of values for fill volume and cardiac output, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The freedom driver met all the pre-burn in test acceptance criteria. The unit was tested for an additional 48 hours and performed as intended with cardiac output and fill volumes displayed. The cause for the asterisks on the freedom driver display as reported by the customer could not be determined. This alleged failure mode poses a low risk to the patient because although the freedom driver displayed asterisks instead of values for fill volume and cardiac output, the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the patient was switched from a companion 2 driver to freedom driver 4726. The customer also reported that within ten minutes of the switch, the freedom driver displayed asterisks instead of values for fill volume and cardiac output. The customer also reported that she waited a few minutes, but the asterisks persisted. The customer also reported that the patient did not display any symptoms and was subsequently switched to a backup freedom driver without adverse impact.